Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture, high capture thresholds, out of range impedances and reproducible noise that was over sensed and caused inappropriate anti-tachycardia pacing (atp). Therapies had been turned off and the patient had been given a life vest. During the extraction procedure the rv lead could not be extracted, therefore it was abandoned along with the left ventricular lead. The ra lead was extracted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture, high capture thresholds, out of range impedances and reproducible noise that was over sensed and caused inappropriate anti-tachycardia pacing (atp). Therapies had been turned off and the patient had been given a life vest. During the extraction procedure the rv lead could not be extracted, therefore it was abandoned along with the left ventricular lead. The ra lead was extracted successfully. No additional adverse patient effects were reported.